Event description:
Additional information received indicated the lead was explanted and replaced to resolve the event and the patient was in stable condition.

Event description:
It was reported that high capture and high pacing impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.